Event description:
The device was used during a lumbar microdisectomy procedure. Reportedly, the suture knot unraveled after being tied. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.